Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing an increase in spasticity in one leg. It was also reported that a non-critical alarm was heard, but the reason for the alarm was unknown. The drug in the pump was baclofen (lioresal). Additional information reported that at the patient¿s last refill the new drug volume was not programmed into the pump. The pump had sounded with a non-critical low reservoir alarm. The patient went to another clinic where the pump was programmed correctly. Everything was okay; the patient was getting good therapy.